Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The patient was in treatment for four minutes when the machine alarmed with a blood leak. A pink tinge was noted in the dialyzer. Estimated blood loss was 240cc's. No medical intervention was required and the patient had no other ill effects. Sample was discarded by user facility; no sample is available.